Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating and predominantly elevated blood glucose after meals while using the ilet, though they were able to reduce glucose levels using the system. Symptoms include hyperglycemia without reports of any adverse events or need for emergency care. Outcomes included no hospitalization, continued device use with education on use and monitoring. Investigation included a review of available device data via user-synced reports and troubleshooting education. Investigation of this case revealed likely contributory factors including frequent disconnection from the ilet for extended periods during yoga, recent illness, and potential meal size misestimation, with no alerts, alarms, site issues, or supply issues reported. It was concluded that the event was most likely related to use conditions rather than a device malfunction, and the user was advised to consult their provider for further guidance. The cause of hyperglycemia was determined to be unclear, no device malfunction identified, and no device fault confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.